Event description:
Over time and wear and tear, the items are inoperable. It was reported that part number 690.317 (2) has a coating on the inside that, through repeated wash cycles started to flake off into the set, over the plates and instruments that are in the set. No additional information was provided. This is report 2 of 2 for complaint number (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.